Manufacturer narrative:
The tech found the trendelenburg handle linkage was missing. The tech replaced the trendelenburg handle linkage to resolve the issue.

Event description:
The account alleged that the bed was unable to go into trendelenburg. No injury reported.